Manufacturer narrative:
Device unavailable for inspection.

Event description:
It was reported that the ambulance was involved in an accident which resulted in structural damage to the cot and death of the patient being transported.